Event description:
In 2000 pt had resection of aortic aneurysm with interposition aorto-bi-iliac graft. Within 24 hrs, pt had loss of pulses bilaterally. Pt returned to or on 1/12/2000 and graft found to be totally occluded. Graft replaced. Note: the event description above was written by the initial reporter i.e. The hosp.